Event description:
Device did not function as expected. It was reported that "c-taper did not fit trunnion for an eon stem. Went to another 36mm +0 c-taper which fit fine."

Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 yr retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There are 4 events associated with this event type (device did not function as expected) and product code (B) (4).